Manufacturer narrative:
There was no motor error alarm on the device. The insulin pump was unable to prime during priming test due to moisture damage on the force sensor resistor. The excessive no delivery test and occlusion test was unable to be performed due to the prime/fill anomaly. The motor was tested outside the device and passed. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratches on the lcd window, cracked case at the display window corners, cracked reservoir tube and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 200 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor error more than once in the last 30 days. Customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.